Event description:
It was reported that during an elective procedure, x-ray was taken and showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7078002